Manufacturer narrative:
Other relevant device(s) are: product ID: 9736119. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system was having issues booting up. Initially the system was creating unusual noises and the fans would run intermittently. After booting the system, it took approximately 5 minutes for the splash screen to be displayed. There was no patient present at the time of the event.